Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
The pt's device was explanted in 2008 due to the skin flap break down. Reimplantation plans had not been reported at the date of this report filed.